Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue got happened during coronary diagnostic procedure and got completed with the use of backup live monitor. The philips remote service engineer (rse) checked the device remotely and confirmed that the flexvision monitor intermittently turning off and then comes back on after about 5 minutes. The fse visited onsite and upon functional testing, the fse determined that the flexvision monitor need replacement. The defective flexvision monitor was returned for analysis, and it confirmed corrupted field programmable gate array (fpga) causing the failure. To resolve the reported issue, the fse replaced the flexvision monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's flexvision monitor was turning off on it's own for minutes at a time, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.